Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during implant of a vascular graft in a pediatric pulmonary shunt procedure, visual inspection allegedly identified excessive graft wall leakage. No other pertinent information was provided leading up to or surrounding the event. There was no report of a vascular graft replacement. The patient status was not provided. Despite multiple follow up attempts made to the facility and reporting source no other information has been provided at this time.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged leak as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instruction for use (IFU) states: precautions: when suturing, avoid excessive tension on the suture line, inappropriate suture spacing and bites, and gaps between the graft and host vessel. Failure to follow correct suturing techniques may result in suture hole elongation, suture pull-out, anastomotic bleeding and/or disruption. Adverse reactions: potential complications which may occur with any surgical procedure involving a vascular prosthesis include, but are not limited to: disruption or tearing of the suture line, graft, and/or host vessel; suture hole bleeding. Suturing: size the graft appropriately to minimize excessive tension at the suture line. Use a tapered, noncutting needle with a nonabsorbable monofilament suture approximately the same size as the needle. Take 2mm suture bites in the graft following the curve of the needle and gently pull the suture at a 90° angle. Proper sizing of the graft length prior to implant will minimize suture hole elongation caused by excessive tension.

Event description:
It was reported that during implant of a vascular graft in a pediatric pulmonary shunt procedure, visual inspection allegedly identified excessive graft wall leakage. No other pertinent information was provided leading up to or surrounding the event. There was no report of a vascular graft replacement. The patient status was not provided. New information received: it was reported upon that the excessive blood leakage was caused from the type of suture used during the vascular graft attachment. Allegedly, the suture that was used did not allow adequate hemostasis of the graft to vessel wall.